Event description:
Additional review determined that the patient was implanted with a new device. It was reported that the patient was doing well.

Manufacturer narrative:
The foreign country originally checked was austria. Analysis of the implantable neurostimulator found no anomaly. The device passed the final functional test. The trace report findings were ok. The insulation coating and ins can were scratched. The setscrews were ok and were tightened properly to an extension or lead with no issues observed. The grommets and access hole adhesive were ok. Foreign material was observed in the connector ports and under the connector module, which was also scratched. Telemetry was ok and good stable output was observed on the electrode pairs as received and on all electrode pairs. There were no issues when pressing on the ins can. A connector block leakage test found normal impedances above 100k ohms indicating there were no significant leakage paths in the connector area.

Manufacturer narrative:
(B)(4).

Event description:
During explantation, it looked like the screw of the ins was open. Additionally, in the head of the ins was some liquid. The hcp told me the replacement was done because of the ins was not deep enough in the pocket (too near the skin surface). The ins was in place for about half a year. When the ins was removed from the pocket fluid was within the connection port and when the hcp tried to tighten the screws it was possible although he tightened the screws at the original implant with the torque wrench. The hcp reported that the torque wrench did not always tighten the screws enough. There might have been some leakage of current to the surrounding tissue since the tissue was thickened. The hcp made a video of the thickened tissue with his iphone. Additional information has been requested, but was not available as of the date of this report.